Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 560 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. Reportedly, the customer does not complete the air removal step with a filled syringe which is considered off label use.